Event description:
A physician reported a microsensor (ID 826631) was bent and when inserted, it displayed an abnormal value of 99. According to information provided, it is unknown which monitor was used, it is also unknown if the event led to surgical delay. No further information was provided by hospital.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The microsensor (ID 826631) was returned for evaluation. Failure analysis- the issue of the complaint was not confirmed: no visible damage to the millar sensor or connector, the catheter was mashed 3.1cm from sensor case, icp express read 513, the device passed electronic, noise, linearity/hysteresis and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the performance failure could possibly be attributed to the catheter being bent causing the abnormal value, although this could not be confirmed. With the catheter not in a bind by being in a bent position, it passed all tests.

Event description:
N/a.

Manufacturer narrative:
The microsensor was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, the possible root cause for this issue reported by the customer could be due to excessive pressure applied to product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a